Event description:
It was reported that the target lesion was located in the right iliac artery. The armada 35 balloon was prepared for use, with no issues noted. The balloon was then advanced to the lesion without resistance. During the first inflation of the balloon to an unspecified pressure, a leak was noted at the proximal shaft, near the hub. The device was retracted without issue and another armada 35 balloon was used to complete the procedure. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The leak was able to be confirmed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Potential factors that could cause this type of leak include, but are not limited to, manufacturing, damage to the sidearm/inflation lumen or insufficient adhesive at the inflation lumen/sidearm junction. Based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. Further assessment of this issue per site operating procedures was performed. These devices will continue to be monitored.

Manufacturer narrative:
(B)(4). Correction: the device used in the procedure was not returned. A search of the complaint handling database was unable to be performed, as the product lot number was not available. While a search of the lot history record for this specific lot was not possible, an expanded investigation was conducted. A product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. Further assessment of this issue per site operating procedures was performed. These devices will continue to be monitored.